Event description:
It was reported that 2-3 days after a refill session, the patient experienced an onset of under dose symptoms, worsening into withdrawal symptoms. Patient symptoms included a loss of therapeutic effect, altered mental status, exaggerated rebound spasticity, muscular rigidity, fever, hypotension, and tachycardia. The patient was admitted to the intensive care unit of the hospital. The hcp removed the 3000 mcg/ml of compounded baclofen and refilled the pump with lioresal 2000 mcg/ml. There was no volume discrepancy between expected and actual reservoir volumes at that time. A sample of the compounded baclofen mixture was sent for analysis; analysis revealed baclofen 3097 mcg/ml. A 1000 mcg/day bridge bolus dose was programmed in an effort to speed the delivery of the compounded baclofen and increase the therapeutic effects of the drug. The dosage was decreased to 650 mcg/day once the 2000 mcg/ml was delivered to make sure the patient didn't become 'too loose'. It was reported that the patient's status was improving. Approximately one month after the original incident, the mother of the patient reported that the intrathecal baclofen dose was 900 mcg/day. He additionally took valium 2 mg three times a day and oral baclofen 60 mg four times a day. The mother reported that the patient had intermittent diaphoresis and increased baseline spasticity. Photos of the patient taken by his mother prior to and after the acute withdrawal event show he had substantially increased rigidity and stiffness. The clinicians were hesitant to increase the intrathecal dose despite these details and his clinical presentation. Device troubleshooting is being considered to identify an issue and manage symptoms, but not as quickly as the family would like. The patient is scheduled for his third stage cranial replacement/reconstruction surgery. A follow-up report will be submitted if additional information becomes available.